Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of pericardial effusion, cardiac perforation and hypotension, as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of atrial perforation appears to be related to patient/procedural conditions and due to the small left atrium, which resulted in the clip contacting the atrial wall during positioning. The reported pericardial effusion and hypotension are likely symptoms/cascading effects of the atrial perforation and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the left atrial wall puncture and pericardial effusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The left atrium (la) was small. While steering the clip delivery system (cds) down to the mitral valve with the m-knob, the clip became stuck and was not longer moving toward the valve. At this point, the left atrial wall was punctured and a pericardial effusion occurred with a drop in blood pressure. The physician believed that because of the small la, the clip was touching the lateral wall and caused the perforation. Pericardiocentesis was performed, and the procedure was discontinued. The patient was confirmed to be stable and hospitalized for monitoring. No clips were implanted, and the mr remained at 3. No additional information was provided.